Event description:
It was reported that this right atrial lead got dislodged shortly after implant as confirmed through x-ray. A lead repositioning procedure was performed, and it was noted that due to patient anatomy it was difficult to find a spot with good measurements. This lead was successfully repositioned and remains in service. No additional adverse patient effects.